Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self-activated and punctured the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The investigation is unconfirmed for the alleged self-activation, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The device was able to prime, fire and obtain samples without issue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current japan IFU (instructions for use) states: directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - using aseptic technique, remove the instrument from its package. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. - pull back on the bottom slide to withdraw the stylet and lock in place. - remove the protective needle sheath and yellow guard. - instrument is ready to fire when both slides are locked back. - while maintaining instrument's position and needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Penetration depth is 22mm. - remove needle from patient and pull back on the top slide to withdraw the cannula and expose the biopsy specimen (see figure 2). Remove the specimen. Precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to specific organ being biopsied. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. [A bent specimen notch may interfere with the needle function.] - do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking sildes' movement will impact functionality. Malfunctions and adverse events: hematoma, hemorrhage, infection, pain, perforation, pneumothorax, adjacent tissue injury, air embolism.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, the top slide of the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient injury.